Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient placed on antibiotics and anti-inflammatories and given detailed wound care instructions. The resolution of the incision infection was in progress. On (B)(6) 2018 it was reported that the physician removed the device due to possible infection. No defect of product was reported. The issue was reported to be resolved at the time of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient called their hcp and reported that their incision was oozing and infected. The patient would be seeing their hcp on (B)(6) 2018. It was noted that the patient was alive with no injury and the issue was not resolved at the time of the report. No further complications were reported.